Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the reservoir had a leak when he was filling it up. Customer did not use the reservoir. Customer noticed the leak was at the bottom of the device. The leak was slipping through the o-rings. Customer's blood glucose was unknown. No further information reported.